Event description:
It was reported that ventricular fibrillation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, the patient went into ventricular fibrillation. Defibrillation was performed. The patient blood pressure was unstable therefore the physician decided to abort the procedure. There were no other complications or consequences as a result of this event. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) with the dilator outside the sheath was returned for evaluation. The device was visually and microscopically inspected. Visual inspection of the device found no damage or defect. Microscopic inspection under the microscope found no damage or defect. Product analysis could not confirm the reported event, as clinical circumstances could not be replicated.

Event description:
It was reported that ventricular fibrillation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, the patient went into ventricular fibrillation. Defibrillation was performed. The patient blood pressure was unstable therefore the physician decided to abort the procedure. There were no other complications or consequences as a result of this event. The patient was stable post procedure.